Event description:
Emergency medical tech responded to a person in cardiac arrest. The device, in auto-analyze mode was connected to the pt with disposable/defibrillation electrodes. The first analysis determined the pt's rhythm was non-shockable and CPR was initiated. The second analysis determined the pt's rhythm was shockable and a shock was delivered. According to the reporter, after the shock was delivered, the device alarmed connect electrodes and would not analyze the pt's rhythm. A backup device was called for and used. Pt outcome is unk.